Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that after performing the axsym digoxin iii assay, error code #1118 (invalid test result, read value #) was generated on three pt samples. The customer stated a results was generated after diluting the samples. There was no impact to pt mgmt reported.